Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported the personal diabetes manager (pdm) did not deliver bolus therapy. There was no iob displayed and no bolus recorded in the history. The patient's blood glucose rose to 17.3 mmol/l (311.4 mg/dl). As treatment, a manual insulin injection was administered.